Event description:
A patient reported that the touchscreen on their device experienced delays and would time out during use. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and no additional action was needed from customer technical support at the time.